Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted due to atrial pace impedance greater than 3,000 ohms. The patient was scheduled to be evaluated in-clinic. The crt-d and atrial lead remain in service. Additional information received indicated that the patient was seen in-clinic. The lower rate was dropped to 50 and an x-ray was obtained results not provided). The physician was questioning twiddler's syndrome. The patient stated that when she lied on her left side the device poked out and would move in the pocket. The crt-d and atrial lead remain in service.